Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe. ¿ deflation/ use error: observed a cracked valve seat diaphragm valve, delamination partial of the valve (adhesive failure). As per the investigation procedure, creases and wear abrasion were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "hole in valve." Healthcare professional also reported damage caused by explant doctor noted as "implant deflated to determine fill volume."healthcare professional additionally reported a capsular contracture baker grade IV. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade IV. The device explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: as per the investigation procedure, it was observed a cracked valve seat diaphragm valve, delamination partial of the valve (adhesive failure), creases and wear abrasion were observed. The event of capsular contracture is unable to be observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Later, healthcare professional reported "hole in valve." Healthcare professional also reported damage caused by explant doctor noted as "implant deflated to determine fill volume." Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a right side deflation. The device explanted.